Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), implanted: (B)(6) 2014, product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Additional information reported the business partner verified the complaint brought forth to the manufacturer (misprinting of cm interval markers on catheter). It was determined the section of misprinting was likely due to the transfer of ink from the hash marks on the tubing after it was coiled and bagged. The transfer of ink may have been due to the ink not fully being cured at the time of coiling and bagging. The business partner put a corrective action in place at the beginning of (B)(6) 2014 to increase the rest time from 31 hours to 72 hours after printing and prior to further handling to ensure the ink was cured. A review of customer complaints for 2014 and 2015 did not show any similar ink issues. At this time, the corrective action taken by the business partner was verified as effective.

Event description:
It was reported fluid accumulation occurred in the pump pocket. The pump was removed on the day of the report. Cultures were taken of the pump pocket and results were negative. There were no signs of infection. The incision looked to be healing well and the fluid removed from the pocket was clear. It was further stated that the pump was removed due to routine end of life. The patient's status at the time of the event was stated to be alive with no injury. The patient was doing fine post-surgery. The pump was used to deliver fentanyl and bupivacaine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump, model# 8637-40, sn (B)(4), found no anomaly. Analysis of the catheter, model#8780, sn (B)(4), found the cm interval markers to be misprinted.